Event description:
Info received indicates the brake pedal will set, but the casters do not hold.

Manufacturer narrative:
The tech found the casters would continue to swivel from side to side when in brake. He isolated the issue to worn casters. He replaced the four casters to repair the stretcher.